Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. Carefusion performed the flow and 02 blending test and the ventilator passed all o2 blending tests. The ventilator also passed the 02 leak test from the final test. Further bench testing revealed the flow differential transducer had not been calibrated due to the (*) displayed next to the flow diff on the calibration menu. The calibrated flow differential transducer and ventilator ventilated properly without any unusual alarms or conditions. Internal inspection of ventilator did not reveal any abnormalities with the ventilator. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had low oxygen readings. It is unknown at this time whether there is any patient involvement associated with this complaint.